Event description:
It was reported the case was damaged, and the unit was not pacing. Follow-up information received determined there was no patient involvement. The device was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The heart block was found contaminated. The upper and lower cases and two side bail covers were found broken. The ring cover was contaminated. Two side bails and the ring were found bent.